Event description:
It was reported that during an open lower anterior resection, the device misfired. When the surgeon fired the contour, only one third of staples were fired and cutting. The surgeon reinforced misfired stapling area. The procedure was prolonged by forty minutes. It was not reported how the procedure was completed. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.